Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that the 40-year-old male patient had poor perfusion to their lower left extremity following impella cp implant. A distal perfusion sheath was subsequently added to the femoral artery to manage the condition. Support with the implanted pump was maintained following the intervention.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed since the original report was filed. The device was not returned. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.